Manufacturer narrative:
Investigation complete, section h patient codes have been updated to reflect that the injuries were not serious.

Event description:
It was reported that the the cot lowered unexpectedly. As a result, 2 users received back strains. The users were given 3 days off of work to let the strains heal.

Event description:
It was reported that the cot lowered unexpectedly. As a result, 2 users received back strains. Attempts are being made to gather additional injury/treatment details from the user facility.